Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1bbyc, product type lead.

Event description:
Patient was doing bad being that they had leaked a lot. Patient stated to slightly feel stimulation. Patient asked if external neurostimulator (ens) was supposed to be hanging or set tight with belt. It was advised to fasten belt. A female did answer who stated that patient was not feeling well and requested a call back for tomorrow. Doctor called the representative to state patient was in another hospital, not under his care and was reported by their daughter that they were septic and on a vent. Patient was undergoing a stage 1 at this time and was why the doctor called me to report and discuss. They originally scheduled her for implant in (B)(6) 2017 but for obvious reasons would not be doing so. Doctor reported to me today, on (B)(6) 2017 and stated that patient daughter told him that they were admitted on tuesday, on (B)(6) 2017. Additional information received as representative reported that based on the information the physician, patient was still in the hospital but they only had info from patient's daughter and had not confirmed this through the hospital. The physician did not know the reason of her sepsis. Physician did not have weight info at this time. The patient's leaking was related to her overactive bladder, not the sepsis. That was why they had an interstim test. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.